Event description:
The complainant alleged that during a routine shift check by a clinician that upon power-up of the device it displays an "ECG fault 4" and intermittently displays an "ECG fault 10". The complainant indicated that there was no pt involved with this reported malfunction.